Event description:
It was reported that during one day post procedure checkup, device interrogation revealed the atrial electrogram appeared to coincide with the ventricular electrogram. The right atrial (ra) exhibited far r oversensing and inappropriate capture. The patient was asymptomatic to the event. Chest x-ray revealed the ra lead had dislodged. The patient was brought to the catheterization laboratory for lead revision. The lead was successfully repositioned. The patient tolerated the procedure well and was transferred to recovery room in stable condition.